Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search was not possible for the unknown stem. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to pain. Update rec'd (B)(6) 2016: litigation received. Litigation also alleges suffering, increased metal ions and weakness. An unknown stem is being added to the complaint. This complaint was updated on: (B)(6) 2016.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  UDI:(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, metallosis, and elevated metal ions.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: the device associated with this report was not returned for examination. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised due to pain. Update rec'd 3/14/2016: litigation received. Litigation also alleges suffering, increased metal ions and weakness. An unknown stem is being added to the complaint. This complaint was updated on: 3/21/2016 update (2/14/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in hip and groin, as well as problems sitting and walking. Revising surgeon stated that a pseudotumor was present within the hip involving the abductors and capsule. No available metal ion labs to corroborate the stated elevations and allegations. Evidence of corrosive changes to the trunnion also noted. Also noted an area of boone destruction along the anterior femur, which contained fibrous tissue. Femoral component was well fixed though. The acetabular component was also well-fixed. Identified necrotic tissue, and indicated post-op diagnosis included "metallosis". Prod/lot updated. Metallosis, corrosion added to complaint. The complaint was updated on: 3/7/2017.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update (2/14/2017) pfs and medical records received. After review of the medical records for MDR reportability, alleges pain in hip and groin, as well as problems sitting and walking. Revising surgeon stated that a pseudotumor was present within the hip involving the abductors and capsule. No available metal ion labs to corroborate the stated elevations and allegations. Evidence of corrosive changes to the trunnion also noted. Also noted an area of boone destruction along the anterior femur, which contained fibrous tissue. Femoral component was well fixed though. The acetabular component was also well-fixed. Identified necrotic tissue, and indicated post-op diagnosis included "metallosis". Prod/lot updated. Metallosis, corrosion added to complaint.